Manufacturer narrative:
Product analysis: the delivery system returned with the rear handle and backend wheel detached from the handle. The screw gear was jagged and uneven at the break site. The backend hypotube was jagged at the break site. Severe twisting was visible on the graft cover 9.5 to 10.5 cm from the graft cover tip. The reported handle component detachment was confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 66mm infrarenal abdominal aortic aneurysm. A long neck 25mm (diameter 19-20mm) with an acutely angled left cia (which was straightened out with a wire) was noted. It was reported during the index procedure that there was moderate difficulty encountered when advancing the main body (23 x 16 x 145) up the left side. The main body was then deployed down to the contralateral limb. When the physician went to deploy the top crown of the endurant stent graft, it was noted that the screw mechanism (back end wheel) was detached from the main delivery system. The physician was still able to release the bare crown manually by holding the detached component against themain delivery system and winding down the screw mechanism. The remainder of procedure was standard, and the device deployed in the intended position with no harm to patient or further intervention required. Per the physician the cause of the event is undetermined. The problem was noted on deployment of the device due to the break on the delivery system, no problems with the stent graft itself were reported. No additional sequelae were reported and the patient is fine.